Manufacturer narrative:
Summary: the complaint is unrefuted for the returned mobi-c implant (pn mb3355) for the failure of patient pain resulting in revision surgery. This device is used for treatment. No medical records were provided with the complaint. Inspection: the device was evaluated. All retrieved device components (superior endplate, polyethylene insert, and inferior endplate) were examined macroscopically for signs of wear, iatrogenic damage, and impingement. All three components had minimal evidence of iatrogenic damage. The articulating surface of the superior endplate had evidence of a biofilm. The backside surfaces of the endplates showed remnants of bone. The endplates did not have evidence of impingement damage. Machining marks were observed on the backside surface of the polyethylene insert. The articulating surface of the polyethylene insert showed minimal wear with evidence of burnishing and multi-directional scratches. The cutouts of the insert were deformed. There was deformation on the articulating surface of the polyethylene insert. While minimal wear was present on the device, the complaint is unable to be confirmed for patient pain. The complaint is unrefuted. DHR review: the DHR was reviewed. There were no nonconformances or temporary deviations associated with this failure on this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause: as no x-rays were provided, a full evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a patient underwent a revision surgery to remove a mobi-c implant after the patient developed neck pain 2 years postoperatively. The implant was removed and was a fusion construct was placed to complete the case. There were no additional patient impacts reported.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a patient underwent a revision surgery to remove a mobi-c implant after the patient developed neck pain 2 years postoperatively. The implant was removed and was a fusion construct was placed to complete the case. There were no additional patient impacts reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision surgery to remove a mobi-c implant after the patient developed neck pain 2 years postoperatively. The implant was removed and was a fusion construct was placed to complete the case. There were no additional patient impacts reported.